Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   54 devices were functionally/visually inspected in the field. The devices were repaired in the field and returned to service. 2 devices were functionally/visually inspected in the field but the issue was not confirmed; no defect or malfunction was found. 6 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 62 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance or it was difficult to get the cot to start moving. There were 5 events with patient involvement, but no adverse consequences were reported.

Event description:
This report summarizes 63 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance or it was difficult to get the cot to start moving. There were 5 events with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
This supplemental is being filed to update the number of events. The 2 additional devices were functionally/visually inspected in the field. The devices were repaired and returned to use.

Event description:
This report summarizes 61 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance or it was difficult to get the cot to start moving. There were 5 events with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 61 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance or it was difficult to get the cot to start moving. There were 5 events with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device is still pending evaluation.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was evaluated in the field and it was determined that the device was experiencing cosmetic damage, which is not reportable. The remaining 2 devices are still pending evaluation.

Event description:
This report summarizes 61 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance or it was difficult to get the cot to start moving. There were 5 events with patient involvement, but no adverse consequences were reported.